Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the single bipolar foot pedal. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, there were multiple errors triggered by the integrated electrosurgical unit (iesu). Activation was held and site faced errors m-11, m-19, & m-36. Those errors were pointing to a cable issue between the instrument and the iesu. In addition, a potential conflict with the pedals in the drawer was present. The site replaced the cautery cords and restarted the iesu with no success. The customer finished the surgery with another esu. The procedure was completed with no reported injury.